Manufacturer narrative:
(B)(4). H6: medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported in the stelobot chat that the patient experienced an adverse event. The patient reported ¿I got hospitalized¿ as a result of using the stelo biosensor. No other information on symptoms, treatment, or length of stay at the hospital was provided. The patient did not log in so no follow up clarification is possible. The date the unspecified event occurred and sensor location were not disclosed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.